Event description:
On (B)(6) 2012, the patient had a t2 tibial nail implanted . After surgery, the patient could not move their thumb. On (B)(6) 2013, the patient underwent surgery to suture the tendon on . During surgery, the surgeon confirmed, that the tendon near the distal screw hole(ap hole) of nail was rupturing. The surgeon thought that the tendon ruptured by coming in contact with the drill at the time of the first operation.

Manufacturer narrative:
Device remains implanted. If additional information becomes available it will be submitted on a supplemental report. (B)(4): device remains implanted.